Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old female in st segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After being placed on impella cp support, the patient developed no pedal pulses. The patient¿s family decided to not escalate care and wanted to withdraw support. The impella cp device was weaned and removed, and the patient remained intubated in levo medication and dobutamine.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Event description:
The user facility reported a 79-year-old female in st segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After being placed on impella cp support, the patient developed no pedal pulses. No medical or surgical intervention was reported.